Manufacturer narrative:
Patient weight not available from the site. A manufacturer representative went to the site to service the imaging system. The door switch was adjusted. A system checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the pendant stated the gantry was still open after it was closed. The site attempted to open and reclose the gantry without resolution. It was unknown if they attempted to hug the gantry. It was noted the imaging system was not used for that procedure. Additional information was received clarifying that the gantry was hugged during the procedure and the imaging system was used, and the use imaging was not aborted. This issue occurred preoperatively and caused a 5-minute surgical delay. There was no reported impact on patient outcome.